Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected restart error test alarm and no blank display anomaly noted during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had two bars on her battery and that her pump just shut off. The customer's blood glucose was unknown. The customer stated that the damage along the threading of the battery compartment. The insulin pump will be returned for analysis.